Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a breast biopsy after taking 1 sample they were unable to retrieve anymore tissue. They flushed the probe and continued to have the issue. They switched to the another system and finished the case. No patient data is available. No device is being returned for analysis.